Manufacturer narrative:
(B)(4).

Event description:
Received information, the patient had experienced a shocking or jolting sensation. There was no accident or incident related to this event. The device was turned off. Patient is considering having the device explanted and was planning to contact her hcp. Additional information has been requested and if received, a follow up report will be sent.